Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that an impedance test was run at 3v and a measurement of >40,000 ohms was observed on contact 2 with 0, 5. All contact pairs with electrode 6 indicated >40,000 ohms. An impedance test was run at 0.7v and a measurement of >10,000 ohms was observed. Therapy impedance was >40,000 ohms. When stimulation was increased, the patient felt a shocking sensation on program 1. It was noted that the patient had not felt stimulation for 1.5 weeks. The patient denied any falls or trauma. The patient was getting appropriate stimulation coverage on program 2 and felt stimulation in both legs down to the toes. It was stated the patient¿s pain pattern was worse on the right side, as opposed to the left. It was further reported the patient was reprogrammed and received good leg relief. The patient was not receiving back relief but the implantable neurostimulator was not placed to address back pain, only leg pain. It was noted that the back pain was a ¿bonus.¿ the patient was doing well.